Event description:
It was reported on (B)(6) 2021 that the surgery was performed to revise and remove a migrated telix k cage. The graft migrated and backed out in the critical zone near spinal nerved in which caused pain in patient. There were no reports of patient impact as a result of this revision surgery. Product will not be returned.